Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Customer was educated to use room temperature insulin for filling cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer declined to load a new cartridge and continued to use current cartridge.